Event description:
The iab was inserted into the pt on 1/26/98 at 11:15 p.m. And removed on 1/27/98 at 11:00 a.m. The pt had loss of pedal pulses. After iabp was discontinued the pulses returned. The iab did not malfunction. The iab was not returned to datascope for evaluation. (Event complications: loss of pedal pulses- reported 4/29/98.) (Pt's current status: discharged- rpt'd 4/29/98.)